Event description:
Healthcare professional reported, "patient with inflammation with edema and significant pain. Cysts, smaller than 5 mm, one in the right breast with high signal on t1, inferring hyperprotein/hematic content, without enhancement to contrast medium, measuring 3 mm. Small amount of homogeneous fluid involving the implant, associated with diffuse capsular enhancement to contrast medium". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued: e1: state pr zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side ¿inflammation with edema and significant pain, cysts, smaller than 5 mm, one in the right breast with high signal on t1, inferring hyperprotein/hematic content, without enhancement to contrast medium, measuring 3 mm. Small amount of homogeneous fluid involving the implant, associated with diffuse capsular enhancement to contrast medium diagnosed via MRI¿. Patient later reported "dissatisfaction and concern about problems resulting from the use of allergan breast implants" and "the complications and recall have affected the patient's health, well-being, and self-esteem". Patient additionally reported "experiencing severe pain and swollen breasts since february." Healthcare professional later reported ¿the capsule is much thicker than on the other side, with more blood vessels, and a more inflammatory appearance". Treatment: antibiotics and anti-inflammatories. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, e1.